Manufacturer narrative:
Additional data: the reporter indicated the lens was inserted and removed during the same surgery due to the lens was noted to be torn. There was no patient injury. The backup lens was inserted and the problem was resolved. The paitent is doing well. The cause of the event was unknown. (B)(4).

Manufacturer narrative:
The lens was returned in liquid, in lens vial. Visual inspection found one haptic torn. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, - 9.00/+2.0/094 (sphere/cylinder/axis), and the lens haptic tore. There was no patient injury and the backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.